Event description:
It was reported to philips that the system shut down unexpectedly and did not start up again, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.